Manufacturer narrative:
A correction was made to reflect the most accurate information, the event both product and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had problems with the spinal cord stimulator (scs) and had it removed. It was reported the patient also had charging problems. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was never really clear and not known. Patient could not recall the action/interventions taken to resolve the issue. Bad follow-up on assisting with how to charge. Patient's weight was (B)(6). At the time of the event. It never worked, had to have it taken out. No further complications were reported/anticipated.